Event description:
It was reported that during a da vinci s sternotomy lima-lad procedure, the instruments installed on one of the instrument arms did not open/close all the way and wrist movement was sluggish. As a result, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation was conducted by a field service engineer (fse), who went onsite and evaluated the affected instrument arm. Cable tension was measured and found to be within specifications and the sine cycle test passed with no issues. The fse performed a system verification test and drove the system with the sterile adapters used during the procedure. No issues were found and the fse was unable to replicate the instrument issues experienced by the customer. The hospital has continued to perform procedures using the system and as of july 28, 2011, there have been no reported recurrences of the issue at this hospital.